Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose. Customer's blood glucose was 107 mg/dl. Customer was discharged on (B)(6) 2015. Customer had a low blood glucose last week on (B)(6) 2015 and (B)(6) 2015. Customer stated that their blood glucose could not be measured anymore and they lost consciousness and suffered from a spasm. The ambulance was called and the customer was hospitalized on (B)(6) 2015. Customer noticed that a max bolus of 20 units was delivered but the customer did not deliver a bolus. Customer stated that the pump is functioning without any problems at the moment. On the day of the incident, the customer mentioned that they had a stressful day and drank alcohol (beer and cognac). Customer stated that they will send their carelink data.